Event description:
It was reported that pump displayed malfunction alarm. The customer's blood glucose level displayed "high" however, the specific value was not known. Customer did not take corrective action beyond drinking water and did not require outside medical assistance. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.